Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and replaced replaced the battery in the foot switch, which resolved the problem. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction/ field safety corrective action (2022-igt-bst-011). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the wireless foot switch stopped working during a procedure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the battery in the foot switch. The device was returned to expected functionality.